Event description:
The customer reported via phone call that they experienced issues with the sensor not lasting a full six days. The customer's blood glucose was 119 mg/dl. After troubleshooting, the customer was advised that two replacement sensors would be sent. The customer further mentioned that they had been previously hospitalized and that the cause was a shot given to them from their healthcare provider. The customer explained that their blood glucose was sky high and that there was very bad pain in their shoulder. The customer's healthcare provider subsequently treated them with a shot that caused their blood glucose to stay high for three to four days. The customer kept giving themselves insulin and then experienced a stroke, damaging the customer's bladder. The customer stated that they had experienced about seven strokes in the past. The customer further stated that they had not ever been to the hospital for a product related issue for their diabetes. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.